Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable and wall adapter.